Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure, during a routine follow up, the ovation ix left iliac limb was found to be occluded; however, the patient was reported to be asymptomatic and no intervention is planned at this time.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the left limb occlusion is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation shows reasonable evidence to suggest left iliac limb stent kinking that occurred that was not included in the event as reported. The left iliac stent kink was discovered during review of the eleven-month post implant CT scan. The clinical evaluation also shows reasonable evidence to suggest a type 2 endoleak of the lumbar artery that occurred that was not included in the event as reported. This is anatomy related. The type 2 endoleak was discovered during review of the operative report dated december 9, 2021, and the CT scan dated april 1, 2021. The event is most likely user related. The right common iliac artery anatomy is off label with a maximum diameter of 37mm (should be 8-25mm). The concomitant product use of a non-endologix gore iliac brance excluder in the right common iliac artery is off label. It is likely that this contributed to reported event. The stent burden of both the ovation limb and the gore excluder likely caused the buckling and resultant occlusion of the left limb. No procedure related harms for this complaint were identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. D10: concomitant product has been updated. G3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure, during a routine follow up, the ovation ix left iliac limb was found to be occluded; however, the patient was reported to be asymptomatic and no intervention is planned at this time. Additional information: an internal clinical evaluation shows reasonable evidence to suggest left iliac limb stent kinking that occurred that was not included in the event as reported. The left iliac stent kink was discovered during review of the eleven-month post implant CT scan. The clinical evaluation also shows reasonable evidence to suggest a type 2 endoleak of the lumbar artery that occurred that was not included in the event as reported. This is anatomy related. The type 2 endoleak was discovered during review of the operative report dated december 9, 2021, and the CT scan dated (B)(6) 2021.